Manufacturer narrative:
D4 lot #: the previous lot reported was not a valid lot recognized by baxter. Correction: d11, f10/h6: device codes. F10/h6: device codes: remove 553. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and therefore, a device analysis could not be completed. However the loose connection between the supply line of the homechoice cassette and the supply bag resulted in a leak, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag which resulted in a leak. Renal therapy services (rts) advised the patient to contact their nurse for further instructions on completing there treatment. Proper procedures per user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.